Manufacturer narrative:
This event was initially reported as product migration. Upon further investigation by the physician it was determined that the event was an infection rather than product migration. The patient was treated with the oral antibiotic z-pack. All symptoms have resolved. A review of the device history records indicates that the reported lot #1009749, met all specifications.

Event description:
Physician reported a patient injected with radiesse dermal filler in the nasolabial folds and developed an infection below her eyes.